Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the wire separated in the vessel. The issue happened during use on patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the wire separated in the vessel. The issue happened during use on patient. The patient was reported as fine post the procedure.

Event description:
It was reported that: the wire separated in the vessel. The issue happened during use on patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported UDI related data quality updates only.